Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va05v2k, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the therapy never worked. A fall was related to this issue. The patient had a fall on one occasion in her kitchen which wasn't a bad fall but she could not recall when it occurred. She was still incontinent and she wore pads daily. Leakage occurred when she went from sitting to standing. She never had a therapy trial assessment. An appointment was scheduled for (B)(6) 2015 at 1.15pm; she needed to have her therapy adjusted. The patient had the therapy for 2 years and it had never been effective for her symptoms. She never changed the programs since implant. It was noted that she was on program 1 at 2.6v and she tried programs 2 and 3 up to 4.5v but she did not feel stimulation on either program. Additional information reported she was walked through the programs and they set it. It seemed to be some better but had never worked properly. The manufacturers' representative explained what was happening. The patient was disappointed the implant never worked like she was told it would. She was still wearing layers overnight and tena pads for her leakage. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be received.